Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient had a surgical procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of undersensing and perforation.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to undersensing. It was also encountered a perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this patient presented to an emergency room with pain. Patient was admitted and a revision was done due to the right ventricular (rv) lead exhibited undersensing. It was also encountered a perforation. No additional adverse patient effects were reported.